Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed the blood leak when approximately 10ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested, however the customer will not return the kit. The customer returned a photograph for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n245 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n245 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photograph is still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. 30-apr-2025.

Manufacturer narrative:
A photograph was provided by the customer for evaluation. The complaint kit was not returned. Review of the customer provided photograph confirms that there was a blood leak between the bond of the y connector and the yellow n tubing of the pump tubing organizer (pto). The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. A material trace of the y connector and yellow n tube used to build lot n245 was performed and did not find any non-conformances. During manufacturing kits are 100% leak tested to ensure there are no leaks in the tubing. A sample of 32 kits were visually inspected and tested and there were no signs of a leak between the y connector and the yellow n tube bond. The most likely root cause of the pto leak was due to an insufficient bond between the yellow stripe tube and the single port of the y connector in the pump tubing organizer. Retraining was performed with the relevant operators on 21-may-2025 at the manufacturing facility. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 25-jun-2025